Manufacturer narrative:
This is the same event as 3010536692-2015-01935.

Event description:
Allegedly the patient was revised due to mom complications.- left. Additional information received 10/23/2015.